Event description:
It was reported that during a laparoscopic low anterior resection procedure, pneumo leakage occurred when 5mm instrument was out of trocar; there was a leakage sound. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional questions asked: does this trocar have the optiview technology? No. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Surgeon inconvenience. What was the gas consumption rate or volume (liter/minute)? 18 degree. Were you able to identify where the leak was coming from? Seal was folded. Was a device inserted in the trocar during the leaking? No. Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.